Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the rep was calling to report an issue with an ins. The setscrew was not clicking and the screw was tilted or angled. The patient was there for the stage 2 procedure and the caller ended up using a different ins. On (B)(6) 2019 the rep was asked if the issue was occurring out of the box and they stated they were really not sure. The rep continued that the surgeon was never able to screw it or hear a click. The healthcare provider stated the screw was tilted and showed the rep. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) was performed. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis revealed an additional setscrew under the grommet on the implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.